Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital staff employee reported loss of negative pressure while entering about a quarter of the pupillary zone. The doctor changed to a new patient interface and finished the surgery. There was no harm reported and the patient's vision post-operatively was normal.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. Most possible root cause could be poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. (B)(4).